Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported left side "capsular breast tissue demonstrating fibrosis considerable calcification, fat necrosis, and polarized foreign material", baker grade unknown. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side implant removal due to rupture. Device remains implanted.